Event description:
It was reported that during a ptca treatment procedure involving a calcified and 90% stenotic lesion in the middle portion of the lad coronary artery, the quantum maverick monorail balloon lost pressure at 10 atm's on the initial inflation. (It is noted that an attempt to dilate the lesion with another MFR's balloon catheter of the same size had also resulted in a rupture at 10 atm's on the initial inflation). The pt was asymptomatic during this event. A balance guidewire (size unk) was also used in this case, but the types and sizes of introducer sheath, guide catheter and inflation device used are unk. The procedure was successfully completed. Pt status is reported as 'good'.